Event description:
The surgeon referred to the sales rep that: during the surgery, he noticed that the handle didn't fit properly with the screwdriver; it was very difficult to disassemble them. Anyway he could unscrew the screws using the involved items.

Manufacturer narrative:
Na.